Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effects of mitral regurgitation (mr) and tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined the reported mr was due to patient condition (disease progression). A conclusive cause for the tissue damage cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted, reducing mr to 1. There was no clinically significant delay in the procedure. On (B)(6) 2019, the patient's mr had been exacerbated. The clip remains stable on both leaflets and it was reported that the recurrent mr was related to disease progression. However, chordal rupture and a posterior leaflet prolapse occurred in a different area from a previously deployed clipping area. It is unknown if the mitraclip contributed the chordal rupture. A second mitraclip procedure was done on (B)(6) 2019 without any issues. There was no clinically significant delay in the procedure. No additional information was provided.